Event description:
Had a urolift procedure. Pain resulted, also hospitalization later that evening. 48 hours after surgery had bruising and pain in scrotum and pelvic area. Had a CT scan which showed a large hematoma. Urologist said to put ice on scrotum. No further intervention to date. Still have abdominal pain.